Event description:
It was reported by dealer that irc5po2v concentrator has 5 green and 1 red light. Unit intermittently alarms and shuts down. Unit running on 2 liters which is what end user uses it on 894 hours on unit.